Event description:
It was reported that the second anchor fired without the surgeon pushing the grey handle forward, which meant they just pulled through the meniscus and were faulty. No patient injury or significant delay were reported. Back up device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.